Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed water underneath reagent probe a. Further investigation revealed that the vacuum valve for reagent probe a was stuck in the closed position. The fse replaced the valve and primed the analyzer to verify proper vacuum.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for creatinine for three (3) patient samples on a unicel dxc 600 pro synchron chemistry analyzer. The patient sample results were reported out of the laboratory. The ordering physician questioned the results. There was no impact to patient treatment. The customer reported that quality control (qc) results were recovering low but still within the laboratory's established ranges. The customer reported that the patient samples were assayed on another analyzer in the laboratory. The results from the other analyzer were interpreted to be correct and were reported out of the laboratory as amended results.